Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the lead perforated the patient and pericardial tamponade was noted. The body fluid was successfully drained and the patient was -stable-.